Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported there was an alert notification for extended charge time. The device was explanted and there were no adverse events for the patient.

Manufacturer narrative:
The reported field event of an alert for extended charge time was not verified in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were found. No alerts for extended charge time were observed. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found.